Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: a review of the pump¿s black box showed evidence of a loss of prime warning (cs162) with low non-zero force. During evaluation, the loss of prime issue was not able to be investigated due to an unrelated unresponsive up arrow keypad button. The pump case was removed and the force sensor pins were properly seated and solder connections intact. There was no evidence of moisture or loose components observed inside the pump. The loss of prime issue was shown in the pump history but was not able to be adequately investigated due to the unrelated keypad issue. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.